Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, they performed the clamp test and it was successful. When the surgeon inserted the device into the cavity and closed the jaws and clamped the rectum, he tried to start the firing but the status indicator did not illuminate green, the surgeon opened the jaws and removed the cartridge from the rectum. Surgeon returned the jaws to the neutral position at the abdominal cavity, and right after, he closed the jaws without clamping any tissue, suddenly the cartridge started to articulate to the left and the right at the cavity, even though he didn't push any button. It was said that , at this time, the status indicator of the cartridge illuminated, the status indicator of the handle illuminated, only the status indicator of the adapter was flashing. Though it was still under articulated status, the surgeon operated the button, but the jaws still couldn't be opened and couldn't be returned to at the neutral position, surgeon removed the device together with the trocar. They used different device to complete the case. The surgical time was extended by less than 30 min. No patient injury.